Manufacturer narrative:
(B)(4). One pcu, one pump module, and one syringe module were returned to carefusion for investigation of the reported event. Review of the device logs found multiple instances of channel disconnects. Functional testing was able to replicate channel disconnects by shaking or manipulating devices connected on the left of the pcu. It was determined that the condition of the pcu's female (left side) iui was the most likely cause of the channel disconnects. The pcu's female iui was examined and observed to be cracked. The iui was examined and observed to be cracked. The iui contacts appeared dull, and green corrosion was observed on several of the pins. The other iui's suggest that the customer should review their current cleaning and preventative maintenance inspection processes to ensure they are following the recommendations and instructions outlined in the directions for use, specifically the supplemental dfu and alaris system maintenance. The root cause of the channel disconnects is attributed to contamination and a crack found on the pcu female iui connector.

Event description:
The customer initially provided a vague report of a "failure" of syringe pump modules on two different pc units, which resulted in delayed surgery. The customer's medwatch stated: "(B)(6) old infant with congenital heart defects underwent cardiovascular surgery on (B)(6) 2014. The anaesthesiologist reported malfunction of the alaris syringe pump module and two separate pcu's immediately prior to surgery while setting up pumps in operating room. Also during the surgery, the module stopped functioning, causing the infant to code and requiring resuscitation. The surgery was completed. Please note: an initial voluntary medwatch report was already sent on this event prior to our having the info about the cardiorespiratory arrest. Date of that report was (B)(6) 2014." Although requested, no further pt or event info was provided.